Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and (B)(6) 2008 and mesh and sparc were used. It was not stated which product was used on which date. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent sparc sling implantation on (B)(6) 2004. On (B)(6) 2008, the patient underwent a gynecological procedure and mesh was implanted with a concurrent surgical procedure of a partial hysterectomy. Also on (B)(6) 2008, sparc sling was removed. It was reported that the patient began experiencing bladder infections, increase in urinary incontinence and dyspareunia in 2008. (B)(4).

Manufacturer narrative:
(B)(4).